Event description:
It was reported that the medication was unable to be delivered with a bd pen ndl 31ga 5mm 14bag 700cas jp. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge.

Manufacturer narrative:
Investigation: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 8072970, cat. No. 320129. Visual examination was carried out on the returned photos and sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the medication was unable to be delivered with a bd pen ndl 31ga 5mm 14bag 700cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out during air purge.